Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump not delivered insulin properly and cannula fracture while in the body. The customer¿s blood glucose level was 361 mg/dl at the time of the incident and current blood glucose value was 181 mg/dl. Customer experienced symptoms such as nausea. Customer was treated with insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.